Event description:
Caller reported that pump experienced a malfunction, identified by code malf 12. This issue caused the customer¿s blood glucose level to exceed 500 mg/dl. Customer successfully reset the pump on their own prior to contacting support, and the malfunction did not recur afterward. Technical support advised that the customer can continue using the pump and should call back if the malfunction code appears again, which the caller understood and acknowledged.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.